Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 360 mg/dl; cause was unknown. Multiple follow up attempts were made by tandem technical support to obtain additional information; however no response was received from the customer.